Event description:
It was reported to the manufacturer that the vns patient passed away. The patient was reportedly in the hospital at the time of his death. Nurse at the patient's residential facility indicated that the patient's death was not seizure related. The cause of death and the relationship between the event and vns therapy are unknown at this time. Good faith attempts to obtain additional information regarding the patient's death have been unsuccessful to date as it occurred a few years ago.